Manufacturer narrative:
Patient weight not available from the site. A manufacturer representative went to the site to test the equipment. The system performed as intended. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was unable to see the left tracker (from the operator's perspective) on the imaging system. They attempted restarting the image acquisition system (ias) and mobile view station (mvs), and ensured the navigation system was able to view the reference frame. The site aborted imaging. There was a delay of 45 minutes to the procedure due to the reported issue.